Event description:
This rv lead was implanted on (B)(6) 2004 and capped on (B)(6) 2012 due to high thresholds of 2.3 @1.0. The procedure took place at (B)(6) with dr. (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).